Event description:
The end user reported while unloading a patient from the ambulance the head end wheels of the stretcher caught the ambulance bumper and the stretcher twisted to the patient right and fell to the ground. The patient remained restrained to the stretcher but did sustain a small laceration to the elbow. The patient was evaluated and discharged from the ER. There was not injury to the medics. The end user is an authorized field technician and advised that they conducted an evaluation and preventive maintenance on the stretcher. There was no allegation of a product malfunction contributing to the reported incident.